Event description:
On (B)(6) 2011, a doctor identified two (2) different lots of maxcem elite white, which were alleged to have been associated with the debonding of crowns in six (6) patients. The debonding occurred between approximately one (1) day to six (6) months after placement with the product; however, the doctor was not definitive as to the number of patients affected with regard to each lot. Six (6) reports will be submitted for the alleged serious injuries. This is the third of six (6) reports.

Manufacturer narrative:
Although the doctor identified two different lots associated with the bond failures, he could not verify which lots were used on each patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents include lot number 3530746 and lot number 4116150. The doctor re-cemented the crowns with a replacement lot of maxcem elite white on all the patients without further incident. Retain samples were evaluated for adhesive strength and were found to meet product specifications. In addition, no similar complaints were received with regard to these lots. It was also noted that the doctor was not securing the margins around the tooth with a curing light, which is suggested in the 'directions for use' for this product. These investigation results indicate that this incident is an isolated incident that occurred as result of a user/technique related issue and was not due to a product failure.

Manufacturer narrative:
The products involved in the alleged incidents, identified with lot number 3530746 and lot number 4116150 for maxcem elite white, were returned by the complainant. A visual inspection of both products revealed discrepancies within the labels when compared to those of the retain samples. It was determined that the products labeled with lot numbers 3530746 and 4116150, involved in the alleged incidents were not manufactured by kerr corporation.